Manufacturer narrative:
Sample analysis: the manufacturer received 10 units of companion samples and performed a visual inspection and no defects were found. A functional test was then performed to all the companion samples with the liberty cycler machine in order to find any leaks with the cassettes. No leaks or problems were found during the simulated treatment related with this failure mode. Conclusion: the complaint is deemed as unconfirmed; the companion samples did not show any problem during simulated treatment.

Event description:
A peritoneal dialysis patient reported around 3 am machine alarmed and gave a message "air detected in cassette". Upon inspection a leak was found. There is no report of patient ill effect. There is no sample available for evaluation.